Event description:
Reportedly, the screwing was not efficient during the leads connection to the device.

Manufacturer narrative:
The conclusions are as follows: - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the atrial setscrew cavity was found damaged (rounded) revealing incorrect introduction and/or manipulation (such as too much strength) of the screwdriver by the user. This observation explains the issue described in the complaint. - based on the available data, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, the screwing was not efficient during the leads connection to the device.